Manufacturer narrative:
The device was available for evaluation. The retention rod's threaded tip was broken off and was not returned for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a case, an autobahn retention rod broke at the threads which remain in the screw head post operatively.